Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from an accu-chek inform ii meter (serial number not provided) while performing tests on a patient.  On (B)(6) 2017 at 3:55 pm, a result of 456 mg/dl was received using the meter. At 3:56 pm, a result of 274 mg/dl was received using the meter. The laboratory was notified of the discrepant results; the laboratory staff requested an additional meter reading. At 4:09 pm, a result of 227 mg/dl was received using the meter. At 4:15 pm, a venous sample was obtained. The laboratory result was 214 mg/dl. The hospital staff did not believe the initial meter result of 456 mg/dl to be correct, so the subsequent tests were performed. The patient alternated hands with each meter test; the patient first used the right hand for the first test, the left hand for the second test, and back to the right hand for the third test. The customer was unsure if the same finger was used on the right hand for both the first and third test. No adverse event was reported for the patient. The patient is currently discharged from the hospital to a nursing home. The same vial of strips was used for all inform meter tests. Valid, passing controls were run on the meter within 24 hours of the event.   The vial of strips, with 33 strips remaining, was returned for further investigation. The strips were tested using a retention meter, battery, and controls.  Control ranges:  level 1: 30-60 mg/dl,   level 2: 261-353 mg/dl. Results:  level 1: 43, 43, 43 mg/dl,  level 2: 296, 296, 293 mg/dl. All results are within the acceptable range.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.  No information was provided in the complaint case that would point to a cause for the result discrepancy. Refer to medwatch with (B)(6) for an additional event where the same vial of strips were used with a different patient.

Manufacturer narrative:
The patient was taking several medications. Some of the medications have been tested with accu-chek inform ii strips, and were shown to not interfere with the accuracy of the test results. There was no allegation that the remainder of the medications interfered with the accuracy of the results.